Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 599 mg/dl. Customer was treated with insulin pump and manual injection for high blood glucose level. Customer was assisted with troubleshoot. Customer experienced symptoms like headache. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.